Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported a spot on her upper body and the skin under the sensor adhesive was peeling. The patient was evaluated by a dermatologist who was not of the opinion that the skin/allergic reaction was caused by the dexcom sensor. The doctor suggested to wait until the skin irritation was gone and to try using the system again. The event occurred ten days after the sensor had been inserted into the abdomen. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.